Event description:
The patient has two systems one for neck pain and one for leg pain. It was reported the patient cannot communicate with the ipg for his leg pain. The field representative met with the patient and confirmed the ipg's loss of communication. The next course of action has not been determined.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.